Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6

Event description:
Patient reported left side rupture. The device has been explanted.

Event description:
Patient reported rupture. This relates to unknown side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as surgical damage. As per the investigation procedure particles, wear abrasion and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional confirmed device rupture diagnosed by ultrasound. This relates to left side. The device remains implanted.

Event description:
Patient reported rupture. This relates to unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.